Event description:
It was reported that the customer passed away following a heart attack. The customer's blood glucose was not known. The customer was at the hospital and on life support when he passed away, and was not wearing the insulin pump. The insulin pump had been removed when the customer was admitted to the hospital. The customer was off of the insulin pump for one and a half days before passing away. He reportedly had a weak heart since birth. The customer also had heart disease. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).